Manufacturer narrative:
Findings: unit received with blank display due to moisture damaged electronic assembly. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 16.8 mmol/l. Customer stated that pump expose to moisture/fluid. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.